Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zeego system. During an interventional procedure, the system collided with the lead apron and then dropped into bypass fluoro. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was identified to be a user error. The service engineer (cse) confirmed that the user moved the c-arm such that the x-ray collimator collided with the support arm of an under-table lead shield. Due to the collision the collimator was damaged. The cse preliminary reviewed the event log file and found that after the collision, the system reported collimator errors. The system went into bypass fluoro mode where only continuous fluoroscopy with reduced image quality is available and the acquired scenes cannot be saved and reviewed. Due to the damage it was not possible to move the system to the head-end position using the factory position. The cse had to use the t1 mode of the kuka robot which is not available for the user. According to the troubleshooting guide, the cse replaced the collimator. After the replacement and new linearity calibration of the collimator, the system recovered. It is clearly stated in the operator manual that accessories, for example radiation protection accessories such as lead aprons, are not monitored by the collision computer. Furthermore, it provides adequate instructions for safe system movement. It is the responsibility of the user to ensure that system movements are released only if neither user, nor patient, nor third parties nor other pieces of the equipment can be endangered by these movements. The user should monitor the system during movements all the time. In case of a potential collision he can prevent collision by releasing the dead man grip or another staff member can press one of the emergency stop buttons which will stop all movements immediately. No systematic issue in the field was identified. No corrective action in the installed base in required based on the present event.